Manufacturer narrative:
The device was returned for evaluation. The event of difficult to remove was not confirmed. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal range when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). Additionally, it was noticed the septum damaged and setscrews missing upon receipt. Electrical and mechanical analysis performed, after insetting new setscrews, indicated normal functionality. During the analysis the setscrews were inserted and removed normally without issue.

Event description:
It was reported that the device was explanted and replaced prophylactically as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states. During the explant procedure, it was noted the right atrial lead was difficult to disconnect from the device header. The patient was in stable condition.